Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported from the site by the ventricular assist device nurse that there was a loose port on the controller port 1, that was seen on each of the controllers. No additional information available.

Manufacturer narrative:
Model# controller/con213019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that power port 1 of the controllers was loose. Two controllers, (B)(4) and (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned devices revealed that both devices passed functional testing. (B)(4) failed visual inspection due to a loose power port 1 with the o ring gasket missing; internal inspection revealed that the controller port 1 connector's locknut was tight inside the housing. (B)(4) failed visual inspection due to a loose power port 1 with the o ring gasket displaced; internal inspection revealed that the controller port 1 connector's locknut was tight inside the housing. Additionally, power port 2 was found tight with the o ring gasket displaced; however this is an additional observation not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. Other device involved in this event: medical device: controller / (B)(4)/ catalog number: 1407de/ expiration date:06/30/2017. UDI #: unk. Device available for evaluation: 06/06/2017. Device evaluated by manufacture? Yes returned to manufacturer. Device manufacture date: 06/30/2016. Labeled for single use? No. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.